Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) homechoice cassette sets leaked. The issue was described as the ¿ joints of the tubes will leak¿. This occurred during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: homechoice automated pd set with cassette (previously submitted as homechoice automated pd set/wcass,-4 prong, eur) h11: the actual devices were not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed leakage from the cassette seal. The reported condition was verified. The probable cause was due to defective welding of the sheeting onto the cassette. Should additional relevant information become available, a supplemental report will be submitted.